Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer will not turn on after attempting multiple power cords and power sources. It was also reported the flaps on the power cord cover need repair. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported power up issue; programmer powers on with rf (radio frequency) head plugged in and with multiple power cords. Analysis also found the latch tab was broken off of the cord door. Top case was found cracked into the keyboard compartment.